Event description:
It was reported the patient had no stimulation sensation and stopped feeling stimulation sensation when they left the hospital after their implant surgery. It was noted the patient was getting a poor communication screen when they tried synching with their implantable neurostimulator (ins) and the inability to adjust stimulation may have been due to pocket swelling and bandages present after implant.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0eua2, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).